Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Event description:
During biomed testing the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.